Manufacturer narrative:
A MFR svc rep performed an on-site eval of the instrument. Calibration and operation were verified. The svc report indicates that the customer does not have a test eye to verify instrument calibration. According to the iolmaster user manual: "the calibration must be checked every day before starting measurements on a pt." Add'l info has been requested from the site in order to complete the eval.

Event description:
User rep reported that a pt (pt #2) required secondary surgery to remove a previously implanted intraocular lens (unk diopters) and to implant a different power of intraocular lens (unk diopters).